Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary:one glidepath 14.5f 23cm catheter and one tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for damaged/defective tunneler sheath, as the sample evaluation did not reveal any obvious issues with the sheath. However, the investigation is confirmed for damaged/defective tunneler connection end, as a fragment of the plastic connection end of the tunneler was broken off and lodged in the distal tip of the catheter. The break surfaces were observed to be smooth and uneven. This is known issue for chronic dialysis catheter tunneler plastic tips. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that during preparation, the sleeve of the tunneler was allegedly became loose and it came off of the sleeve. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during preparation, the sleeve of the tunneler was allegedly become loose and it came off of the sleeve. It was further reported that another device was used to complete the procedure. There was no patient contact.